Event description:
It was reported that stent dislodgement occurred. A 3.00 x 48mm synergy xd drug-eluting stent was selected for use. However, during unpacking, it was noted that the stent was pulled off the balloon. The procedure was completed with a different device. No patient complications were reported.